Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s. The precipitates were isolated and inspected using various laboratory analytical methods. The analyses concluded that the precipitates observed are calcium carbonates. The ph of the solution has been identified as the primary root cause of this problem. All accusol products with a ph above a value of 7.3 have been recalled. Any product with a ph above 7.3 at final analysis will not be released. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. This MDR is being submitted as part of baxter renal's retrospective review & remediation project. This report is being filed late to fulfill baxter's commitment to perform a two year retrospective review of renal complaints in response to (B)(4).

Event description:
Patient was using the aquarius machine when precipitation was noticed. No patient injury or medical intervention reported.